Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. A 10.0mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured immediately upon first inflation at 6 atmospheres. The device was completely removed from the patient's body without any problem and the procedure was completed with another of the same device. There was no patient injury.